Event description:
Immediately after the injection of saline, the pt appeared to be having a toxin reaction. The pt's blood pressure dropped, oxygen saturation dropped, peak airway pressure increased. The pt's outcome is guarded.

Manufacturer narrative:
Event evaluation: still under investigation.